Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had an impact on the implanted side. A swelling occurred, which was initially resolved by a dressing and antibiotics. The pt had access to sound again. Then the swelling returned, and the pt was no longer using the device. The pt was re-implanted on (B)(6),2011.